Manufacturer narrative:
The field service engineer (fse) found a leak through tubing in pinch valve pv37. Pv37 provides an open vacuum path to cleaning agent pump pm10. The fse replaced the tubing which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures.

Event description:
The customer reported a leak of blue liquid from the main diluter of the coulter hmx hematology analyzer with autoloader. The volume of the leak was approximately fifteen (15) to twenty (20) ml and was not contained within the instrument. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.